Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. ]device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump set had "fsn" found in it due to sterility issues, which was connected to a neonatal patient's death. No further information has been provided. The following information was provided by the initial reporter: due to fsn on alaris sets, they have a suspicion regarding lack of sterilization of alaris sets to be the reason of the death of a child at neonatal ward. They are looking into this suspicion to see if it could be due to lack of sterilization. They will get back to us with all documentation if there is more foundation for the suspicion. It has not been possible to get any more information or contacts so far.

Manufacturer narrative:
Investigation summary: this complaint was raised due to the customer indicating that there was a clinical event which had led to the death of a child in a neonatal ward, and they suspected that it might be linked to the recent field safety corrective action (fsca) - mds-21-4072. No samples or further details were available relating to the patient incident in (B)(4), however the customer later responded to say that they had investigated the issue internally and concluded that there was no longer any ground for suspicion of the bd products. This complaint has been linked to mds-21-4072-sa, however there was no evidence that this was complaint was linked to the sterilization issue. CAPA number: pr 2539081 bd are performing a fsca based on a notification from a 3rd party sterilisation provider that they had intentionally falsified sterilisation process records. Although bd are taken this action, please note that there have been no confirmed complaints relating to the sterility of the products included in the fsn to-date.

Event description:
It was reported that the unspecified bd alaris¿ pump set had "fsn" found in it due to sterility issues, which was connected to a neonatal patient's death. No further information has been provided. The following information was provided by the initial reporter: due to fsn on alaris sets, they have a suspicion regarding lack of sterilization of alaris sets to be the reason of the death of a child at neonatal ward. They are looking into this suspicion to see if it could be due to lack of sterilization. They will get back to us with all documentation if there is more foundation for the suspicion. It has not been possible to get any more information or contacts so far.